Event description:
Consumer reported needle hub separated, needle bent, needle shield difficult to remove.

Manufacturer narrative:
The product investigation is in a process. Once it is completed, the investigation summary will be submitted.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h11. Correction to: h11 (please disregard the repeated 4th and 5th lines of investigation summary of the previous medwatch).